Event description:
The following description of the event (B)(4), carefusion (B)(4) relayed to carefusion (B)(4) and relayed to carefusion (B)(4) via e-mail. "The device suddenly stopped giving pressures and the pt desaturated quickly to 70% in less than a minute. The pressure was initially set to 33.5 cm h2o, it suddenly dropped to 10cm h2o without alarming. The pressure did not go above 10cm h2o even after trying it to raise manually on the device."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4) reported to the distributor in the (B)(4), carefusion (B)(4) relayed to carefusion (B)(4) and relayed to carefusion (B)(4) via e-mail. (B)(4). Carefusion has contacted our distributor in (B)(4), carefusion (B)(4) and asked that they send someone to evaluate the device, provide us with a copy of their service report detailing their findings and to return any parts replaced to the carefusion failure analysis lab in (B)(4) for eval. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.